Event description:
Pt was being revised to remove a polyax tibial plate. The 4.0 locking screws became stripped and a screw removal set did not work. An anspach nitrogen-powered drill/burr was used to cut the proximal portion of the plate. This resulted in a 90-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.